Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system secondary medication set was received by the customer with damage noted to the outer packaging. No damage noted on the shipping carton or the set itself. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and found the packaging damaged. The reported condition was verified but the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.